Event description:
During a pci procedure, the gauge on the inflation device failed to register pressure. The device was changed out for another, and the procedure was successfully completed. There was no patient injury. The used device has been returned for evaluation.

Manufacturer narrative:
The device history records for the reported lot number were reviewed and no quality issues were noted. No previous complaints have been received on the reported lot number. The returned device was functionally examined per our manufacturing procedures. The gauge functioned normally and passed all testing criterial set out in this procedure. The device was visually examined, as well, and no damage of defects were noted. As no issues was noted with the returned device, the root cause of the event is unable to be determined, however, the device found to be manufactured to specification. The reported event is not occurring more frequently or with greater severity than is ususal for the device.